Manufacturer narrative:
H.6 investigation summary: one sample was received by our quality team for evaluation. Upon visual inspection, no abnormality or foreign matter was observed on the cannula; therefore, the incident could not be verified. A device history record review found no non-conformance's associated with this issue during production of this batch. Based on the quality team's investigation a root cause could not be determined due to the incident not being verified. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that syringe 5ml ll 23ga 1-1/4in tw had foreign matter on the cannula. This was discovered before use. The following information was provided by the initial reporter: lubricant covered. The customer found that there some oil with cannula.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 5ml ll 23ga 1-1/4in tw had foreign matter on the cannula. This was discovered before use. The following information was provided by the initial reporter: lubricant covered. The customer found that there some oil with cannula.